Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found the helix was intact, and x-ray revealed no anomalies. Testing was completed to assess lead electrical performance. Measurements throughout this test were within normal limits. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
This report is being filed with analysis details.

Event description:
It was reported that this right ventricular (rv) lead had an increase in thresholds and loss of capture at max outputs, and a fluoroscopy showed that the lead might have moved. The patient indicated that they were in physical therapy, and had experienced syncopal episodes due to the asystole from loss of capture. The lead was explanted and replaced. No additional adverse patient effects were reported.